Event description:
Part of the inflator system (yellow hub) came off mesh & into patient. Removed from patient. No problem completing case. Manufacturer response for mesh, surgical, polymeric, ventralight st mesh with echo ps positoning system (per site reporter). Manufacturer issued rga#.